Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer indicated via phone call of unexplained high blood glucose and stated that the sensors do not last the full 6 days. Customer's blood glucose at the time of the call was 86 mg/dl. Troubleshooting found that the customer has had high blood glucose and that the sensors only last from 4 to 6 days. Customer did not have time to troubleshoot but will call back at a later date.